Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. A (as received with reduced dwell) simulated treatment was performed on the cycler and passed. The cycler underwent and passed a touchscreen test, voltage verification check, teach pumps, system air leak test, valve actuation test, and patient sensor check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid on the bottom cover behind the front panel assembly. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient passed away while connected to the cycler. The patient contact requested that the supplies be picked up. In additional follow-up, it was confirmed with the patient¿s pd nurse that on (B)(6) 2024 the patient expired while connected to the fresenius cycler during an unknown phase of pd treatment. The nurse reported that there were no issues with the fresenius cycler in relation to the death. The nurse provided that the patient had pre-existing comorbid conditions that included end stage renal disease (esrd), chronic obstructive pulmonary disease (copd), obesity, and hypertension (htn). The cause of the death was reported as unknown and the esrd death certificate was not available. The patient has been discharged from the clinic system and no other information was available. The fresenius cycler has been returned to manufacturer (via associated clinic) at the time follow-up was completed.

Manufacturer narrative:
Clinical investigation: a temporal relationship may exist between pd therapy with the liberty select cycler and the patient¿s death. Based on the reported information, the patient¿s cause of death cannot be determined and the esrd death certificate was not available. Currently, there is no allegation that the patient¿s death was related to a product issue or malfunction with the fresenius cycler. Patients with end stage renal disease (esrd) on dialysis have a significantly higher mortality risk than the general population. Furthermore, the patient had a medical history that included pre-existing copd, htn and obesity which all increase mortality risk. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient passed away while connected to the cycler. The patient contact requested that the supplies be picked up. In additional follow-up, it was confirmed with the patient¿s pd nurse that on (B)(6) 2024 the patient expired while connected to the fresenius cycler during an unknown phase of pd treatment. The nurse reported that there were no issues with the fresenius cycler in relation to the death. The nurse provided that the patient had pre-existing comorbid conditions that included end stage renal disease (esrd), chronic obstructive pulmonary disease (copd), obesity, and hypertension (htn). The cause of the death was reported as unknown and the esrd death certificate was not available. The patient has been discharged from the clinic system and no other information was available. The fresenius cycler has been returned to manufacturer (via associated clinic) at the time follow-up was completed.